Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an event of hyperglycemia with high blood glucose of 440 mg/dl. The length of hospitalization was less than 24 hours. The site of insertion was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1 : patient city : (B)(6), patient country : united arab emirates.